Event description:
It was reported that when using the bd pyxis¿ medstation¿ es that users from the or department were unable to login to pyxis and that when tried to find the users in the es server, users were not found. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user account was not shown on the server. A technical support specialist (tss) dialed in to the server and checked the reported user account through power shell for user identity ae246 and verified that the account expires attribute was populated with a maximum value and identified that the login issue was caused by this value exceeding the maximum supported by the station and advised the customer to contact hospital information technology (it) team to clear the account expires field by setting it to 0 through the steps guided by tss. The system functioned as intended after the technical support specialist guided the customer.